Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The useful life of freestyle optium neo meter is 5 years. Since this device has been in distribution beyond its useful life as of the date of complaint, no further investigation activities are required. If the product is returned, a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a customer was unable to test due to the adc glucose meter would not power on with a button press or test strip insertion. As a result, the customer was provided insulin (dosage unknown) and saline by an hcp for the treatment. There was no report of death or permanent impairment associated with this event.